Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood infusion would not flow with the use of a micro-volume radiation sterilized extension set after being primed with blood. The device was attached to an unspecified syringe pump. There was no patient involvement. No additional information is available.